Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after needle deployment, the plunger was pulled out to cut the suture and the foot was parked. During suture harvesting, only one suture was observed to be present. The device was removed from the anatomy and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Inspection of the returned device revealed that both cuffs successfully captured the needles during needle deployment. However, the suture was detached from the posterior needle when retracting the needle plunger. Suture break during needle plunger retraction could result in unsuccessful suture retrieval and subsequent failure to advance the knot to the arterial surface to close the vessel. Therefore, the reported failure to harvest the suture is confirmed. During testing, the plunger was successfully reinserted and retracted without any observable resistance that could contribute to the suture break at the posterior needle. No manufacturing or quality issue was detected and the root cause for the suture break at posterior needle during plunger retraction could not be determined based on our investigation. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
The customer medwatch (B)(4) reports that the surgeon was using the l/s single tooth tenaculum during the laparoscopic supracervical hysterectomy procedure and the tips of the instrument fell apart. All pieces were retrieved through the laparoscope. On (B)(6) 2010, customer reports via telephone that a pin came out of the jaws and it disassembled during use. There was no patient harm. On (B)(6) 2010, the customer reports via e-mail that "the device broke apart during elevation of the uterus and was removed in pieces. All pieces were reported as being collected and the device was reconstructed on the back table. There appeared to be no incident or consequence by this other than the delay in operative time. No x-ray was done. No harm done to patient was confirmed.